Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, although the issue occurred while the system was in use for a planned, non-emergency procedure, the issue was intermittent, and the customer was able to use the system after trying a second time. The procedure was completed as planned and no patient or user harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer and examined the system log files. The log files indicated that the connection between the two system controllers was lost due to a timeout waiting for the detector images. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed that the fluoroscopy was not functioning and that the application was intermittently reselecting. Troubleshooting and analysis of the system log files identified a communication error between the controller and detector, and it was determined that the issue was caused by a faulty power supply. The fse checked the power supply and found that it was functional, but that the cable connections between the power supply and the system needed adjustment. The fse also checked the connections between the detector, power supply, fd controller and image chain and confirmed that they were in good condition. After adjusting the power supply connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could intermittently not emit fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.